Event description:
Pt was on ventilator and external battery; sparks, quickly connect to electrical. Mom saw smoke and smelled burning rubber. She disconnected child from ventilator. No allegation of pt harm.